Event description:
It was reported that the patient's sensing integrity count trends higher at each follow up visit. All other lead measurements remain within normal limits. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.